Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Several boluses were programmed and delivered (including dual wave boluses). Boluses were delivered properly and recorded properly in bolus history. The units left on the status screen matched units left in the reservoir during testing. Daily totals functioned properly. The device had cracked reservoir tube lip and scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was hospitalized because her insulin pump did not alarm no delivery. She stated she had diabetes ketoacidosis and her blood glucose at the time of hospitalization was 504 mg/dl. Date of hospitalization was (B)(6) 2014. The customer was concerned her insulin pump was not working as her basal rates .625 an hour. She also reported that her insulin pump did not record a dual square bolus she had delivered. The customer was not in a vehicular accident. She also reported a bent cannula. No additional information provided.